Manufacturer narrative:
Medtronic investigation of returned suspect articulating arm finds that the returned arm is a down revision part but was found to be in good working condition. The arm passed the vertek arm force test. No problem found. Replacement arm sent to site for issue resolution.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect articulating arm. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported that their navigation system articulating arm that would not tighten properly. Lower portion of instrument will not tighten as expected. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.